Manufacturer narrative:
Neither patient injury nor medical intervention was reported. No blood loss was reported. A gambro technician was unable to duplicate the reported condition. Verified all calibrations and operation of the machine. Performed simulation run, but unable to duplicate problems with flow rate changes. Verified correct fluid removed during simulation. The machine was cleared to be returned to service. The event data files have been requested. Further investigation of the incident will be conducted by the MFR. A final report will be submitted once the investigation has been completed and corrective action has been identified.